Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had failed to capture despite having been repositioned several times. The lead was not used. The patient had no adverse consequences.